Event description:
According to the reporter, during a lung resection procedure, when stapling on the lung parenchyma, the staples fired but had a poor staple formation, and the staples did not deploy properly. The reload remained stuck in the parenchyma. Another instrument was used to detach the reload.

Manufacturer narrative:
Concomitant product: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot #n3j2169y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.